Event description:
It was reported that the surgeon inserted an micl 12.6 implantable collamer lens in 2008 and the lens was removed four months later because the patient developed a cataract. An iol was implanted. The surgeon believes the incident was the result of a anterior capsulatomy. The patient is doing fine with a 20/20 bcva. This report is for the od (see manufacturer #2023826-2009-00322 for the os).

Manufacturer narrative:
Evaluation results (other): a work order search was performed, and there were no similar complaints within the work order.